Event description:
It was reported that the device reached eol (end of life) prematurely. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed that device had reached end of life. Lv pacing capture thresholds were found to be higher earlier in the implant than they were at end of implant. It is suspected that higher pacing settings were responsible for the reported battery depletion.